Event description:
The customer received questionable results for total (free + complexed) prostate-specific antigen (tpsa) on four patient samples. The customer also indicated a fifth patient sample did not generate any initial results for tpsa, but had generated a data flag. Of the four samples that generated initial results, it was determined that two patients had erroneous results reported outside of the laboratory. The customer indicated the issue occurred when the instrument switched from one reagent pack to another. The customer also indicated they had a similar issue in january, but have not had the issue since. All results are in ng/ml. Patient 1 had an initial tpsa result of < 0.007, accompanied by a data flag. This result was reported outside of the laboratory and was questioned by a physician. The customer repeated the sample and generated a repeat result of 4.18. The customer deemed the repeat result to be the correct result and a corrected result was issued. There was no adverse event. Patient 2, a male, had an initial tpsa result of < 0.007, accompanied by a data flag. This result was reported outside of the laboratory and was questioned by a physician. The customer repeated the sample and generated a repeat result of 0.18. The customer deemed the repeat result to be the correct result and a corrected result was issued. There was no adverse event. The analyzer was a cobas e411 rack, serial number (B)(4). The field service representative found bubbles in the tpsa reagent pack. He removed the bubbles and replaced the tpsa reagent pack. He also verified the liquid level detection voltage and the bead mixer, which were within specifications. He did performance testing, which were also within specifications. The customer performed calibrations and controls, which were within the customer's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Upon further follow up with the field service representative, he indicated that there were no bubbles in the reagent when he arrived. He indicated that the sequence of events was as follows: the analyzer switched to the standby pack and the first four patients ran from that pack were erroneous. The fifth patient and subsequent patients were fine. After completing performance testing that was within specification, the he suspected the cause was bubbles. The investigation could not determine a specific root cause. A possible root cause could be foam on the reagent kit. It was noted that a too short centrifugation time of 5 minutes instead of 10 minutes as specified could have contributed to the event.